Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a set screw with a rounded socket, a damaged set screw, and that the set screw was found in the connector bore. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the right ventricular lead could not be fixated with the setscrew. After many attempts, the screw seemed to be leaning and would not move. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.